Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was retunred to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive tesing without duplicating the report. An inspection of multifunction cable receptacle found no discrepanices. The device was recertified and returned to the loaner pool. The multifunction cable (mfc) used at the time of the report was not returned as part of this investigation. Customer has been contacted by technical support since this is the third report with three different devices. We suspect the mfc may have an issue. Analysis of reports of this type has not identified an increase in trend.